Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was getting urinary tract infection while using purewick female external catheter. No additional information was provided. Patient had been using more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews. Corrections: b,f,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was getting urinary tract infection while using purewick female external catheter. No additional information was provided. Patient had been using more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown. Per follow-up information received via phone on (B)(6) 2021, the patients utis increased with use of the system and patient did seek medical treatment and was treated with antibiotics. The patient felt the system contributed to the increase. Currently the patient is not using the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection. No additional information was provided. The patient had been using the product for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time, and medical intervention was unknown.